Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03056 and 3005099803-2009-03057 for the other associated device info. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two leveen needle electrodes were used during a rfa (radiofrequency ablation) procedure performed in 2009. According to the complainant, a rfa was attempted on two lesions under full anesthesia (located between s5 and s8, s2). The first trial was started at 60w with fully deployed tines at s2. Though it took three minutes, the ablation was not noted under echo. The power was then increased 10w every minute, up to 120w. However, the impedance was 45 ohm. The second trial was between s5 and s8, and the same incident occurred. A second probe was used. The body temperature increased from 36.2 degrees c to 37.7 degrees c and the procedure was cancelled. The ablation time was for 30 minutes. Post procedure, the pt developed a fever which had subsided the following day. Furthermore, the pt's hemoglobin value had dropped to 3.3 post procedure from a pre-procedure value of 9.4. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.